Event description:
The user reported that the cable was frayed. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.